Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc lancing device is not getting cocked when the cocking handle is pulled back and he was therefore unable to check his blood glucose. Customer further reported that on (B)(6) 2018 at 930pm he felt dizzy. The customer self-treated with metformin and quinapril and called an ambulance. The customer was transported to the hospital where he was diagnosed with hyperglycemia. The customer cannot recall what medication was administered to him for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported lancing device was returned and investigated. Visual inspection was performed and no issues were observed. The lancing device did not appear to have any arming or firing mechanism issues. Successfully cocked the lancing device upon pulling back the cocking handle. The complaint is not confirmed.

Event description:
Customer reported his adc lancing device is not getting cocked when the cocking handle is pulled back and he was therefore unable to check his blood glucose. Customer further reported that on (B)(6) 2018 at 930 pm he felt dizzy. The customer self-treated with metformin and quinapril and called an ambulance. The customer was transported to the hospital where he was diagnosed with hyperglycemia. The customer cannot recall what medication was administered to him for treatment. There was no report of death or permanent impairment associated with this event.